Event description:
The user facility reported that during a middle ear surgery, two curette's had the cutting side of the blade break off. The procedure was completed suing an unk device. No pt injury was reported. Olympus followed up with the user facility to obtain more information but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.